Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when attempting to clip the cystic artery and duct, there appeared to be no clips advancing inside the er320 instrument. When the device was fired again, the clip was released fully open and no formation of closed clip. The clips fell into the pt's cavity and were all removed. Another instrument was used to complete the case.